Event description:
Procedure: lobectomy. According to the reporter: after firing, the jaws would not open when the black knob was returned. Add'l tissue was resected and manual suturing was performed. Surgery time was extended by 30 minutes. No pt info is available.

Manufacturer narrative:
Initial report sent to FDA on 09/08/2009.